Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the joystick. The system was tested and verified as ready for use. The joystick is scrap item and will not be returned back to isi.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer contacted technical support to report that the patient side cart (psc) joystick was broken. The caller reported that they think the joystick may have been turned too far. The caller stated that the boom rotates immediate when enable joysticks is pressed. The caller stated that they rebooted the system with no change. The site swapped the psc. The procedure was completing as planned with no reported injury.